Event description:
It was reported the patient's pump had a confirmed motor stall. The event logs noted a motor stall with no motor stall recovery. A roller study was performed resulting in no movement of the rollers. The drug in the pump was dilaudid, the concentration and dose were not reported. No patient symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.